Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
A patient underwent a chronic catheter placement procedure using the powerline central venous catheter. Post the implantation, the catheter was allegedly leaked. The catheter was removed. There was no reported patient injury.